Event description:
During a CABG procedure while the pt was on bypass the perfusionist noted an unusual blood channeling and collapsing through the filter in the venous reservoir bag (which is part of the tubing pack). No adverse outcomes in pt care observed.